Manufacturer narrative:
F10 field correction - removed material integrity problem - dislodgement only. Report number: 2124215-2025-84648.

Event description:
It was reported that this right ventricular (rv) lead was implanted as a part of a cardiac resynchronization therapy defibrillator (crt-d) system with a plugged left ventricular (lv) lead port. The rv lead at implant measured 8.9mv (millivolts), 450 ohms, and 04.v (volts) @ 0.4ms (milliseconds). It was noted that there was a loss of capture (loc) observed overnight on telemetry. The next day the rv measured 4.3mv, 367 ohms, 3.0v @ 0.4ms and there was intermittent loc occurring during the test. The device was reprogrammed at 7.5v @ 1.0ms and a lead revision was scheduled for later the same day. There was chest imaging performed and there was a possible change of angle at the helix with micro dislodgement. Additional information received advised the lead was repositioned successfully with the physician notating micro dislodgment likely. The lead testing the following day was satisfactory and there were no further issues reported. The rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was implanted as a part of a cardiac resynchronization therapy defibrillator (crt-d) system with a plugged left ventricular (lv) lead port. The rv lead at implant measured 8.9mv (millivolts), 450 ohms, and 04.v (volts) @ 0.4ms (milliseconds). It was noted that there was a loss of capture (loc) observed overnight on telemetry. The next day the rv measured 4.3mv, 367 ohms, 3.0v @ 0.4ms and there was intermittent loc occurring during the test. The device was reprogrammed at 7.5v @ 1.0ms and a lead revision was scheduled for later the same day. There was chest imaging performed and there was a possible change of angle at the helix with micro dislodgement. Additional information received advised the lead was repositioned successfully with the physician notating micro dislodgment likely. The lead testing the following day was satisfactory and there were no further issues reported. The rv lead remains in service. No additional adverse patient effects were reported.